Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery that was not holding a charge. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator has a battery that was not holding a charge. During troubleshooting, the rse checked for the correct codes (no confirmation of codes reported). It was noted that the spare battery would be installed independently. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The repair for this device cannot be conducted, due to a back order status of a part (battery) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.